Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced oil gel globules. This event occurred 90 times. The following information was provided by the initial reporter: the customer stated "globules are found in gel tube (sst-ii) due to which analysis couldn¿t be performed in biochemistry lab and repeat specimen is collected from patient. Because of this incident turn around time and maintenance has increased and reagents are wasted.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples; therefore 10 retention samples were therefore drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450 rpm for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel particles or globules. Tubes produced globules. The customer¿s defects could be replicated from testing the retained tubes; therefore, the complaint is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced oil gel globules. This event occurred 90 times. The following information was provided by the initial reporter: the customer stated, "globules are found in gel tube (sst-ii) due to which analysis couldn¿t be performed in biochemistry lab and repeat specimen is collected from patient. Because of this incident turn around time and maintenance has increased and reagents are wasted."